Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model# = ped2-425-25 the device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The patient was undergoing flow diversion of an unruptured aneurysm. Vessel tortuosity was described as severe. It is not known whether the pipeline and accessory devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex with shield was deployed and the distal end did not open though the middle section did open. The physician resheathed and re-deployed the device several times in an attempt to open the protective sleeves. After the resheathing attempts, the distal end of the braid was observed to be deformed under fluoroscopy. The pipeline flex with shield was removed from the patient. Afterward, a new pipeline flex with shield was deployed without issue. Post-procedure angiographic imaging showed successful deployment. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex with shield was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. The distal and proximal ends of the pipeline flex shield braid appeared fully opened with moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the report of failure to open at the distal end was not confirmed. The event cause could not be determined as the distal and proximal ends of the returned pipeline flex shield braid appeared fully opened with moderately frayed. It was reported that the patient's vessel tortuosity was severe. It's possible that the patient's vessel tortuosity" may have contributed to the reported issue. The damage to the braid on the ends of the pipeline flex shield is likely the results of the re-sheathing the device more than recommended two times. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Carefully inspect the deployed pipeline flex shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.